Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.batch # unk.the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy procedure, the clip doesn't close properly in the section proximal. Unknown how case was completed. There were no adverse consequences for the patient.